Event description:
It was reported that a pump failed calibration. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator or device is unknown.

Manufacturer narrative:
Other, other text: b5: additional information received on 29-jul-2022 via email and attached to complaint object: all issues with these pumps were discovered during testing and repair. No patient involvement was indicated. H6: event problem and evaluation codes: updates not required., corrected data: h4: correction: device manufacturing date: 13-aug-2018. D4: correction: catalog number: 21-2120-0104-01. D4: correction: model number: 2120.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that this pump had never been in for a previous repair. Functional evaluation to include a manufacture utility test and non-destructive analysis of the pump was performed. Error codes were not found in the device event history log. Results: the customer reported problem was not duplicated. The device was able to calibrate successfully using occlusion test station number 1. Excessive glue can be seen protruding from the downstream occlusion sensor seal. The downstream sensor seal was found to be improperly assembled; excessive glue can be seen spread out unevenly onto the bezel and scratches were also found on the downstream occlusion sensor. Root cause for the reported event would be attributed to improper assembly by the customer. It was recommended to replace the downstream occlusion sensor for preventive measure as the seal was improperly assembled which may have caused calibration issues. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.